Event description:
Urinary catheter inserted. Removal attempted by nursing 7 days later. After deflation of balloon numerous attempts made to remove catheter were unsuccessful due to resistance encountered. Required physician intervention to remove. Catheter balloon noted to have ribbed/cuffed edge.